Event description:
It was reported of a device malfunction (water leak). Discovered upon opening. No injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken or contamination was observed in the units returned. Functional testing found a leak is observed between tube with the adapter connection in the units received. The root cause of the reported issue was found to be due to lack of adhesive s-10 between tube with the base tube, during bonding assembly was not correctly followed. An awareness notification was conducted by the quality engineer on (B)(6) 2021 to the production personnel to explain the importance of adherence in the procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.